Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Sterile - part. Part: 412.212s. Lot: 3l59780. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: february 26, 2019. Expiry date: february 1, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile part. Part: 412.212. Lot: 2l10869. Manufacturing site: (B)(4). Release to warehouse date: november 6, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient experienced post-op pain. On (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral neck fracture (fracture type garden1) with the fns. The first surgery was completed successfully without any surgical delay, and the reduction and the implants positions were good. Around (B)(6), the patient reported pain, and on (B)(6) 2020, the surgeon confirmed that cut-out occurred. The patient could not walk due to cut-out. The cause of the cut-out was unknown, but the surgeon commented that the rotational dislocation by the lack of the fixation might cause the cut-out, because the patient¿s bone quality was bad, and the fracture position was under the neck. The patient will undergo revision surgery. In the revision surgery, the surgeon will only remove the implants, and will not implant other devices considering the patient¿s activities of daily living. Concomitant devices reported: pl 1-ho f/fem neck syst tan (part number 04.168.000s, lot 5l65388, quantity 1), bolt f/fem neck syst f/construct length (part number 04.168.275s, lot 27p6877, quantity 1), antirotscr f/fem neck syst f/construct l (part number 04.168.475s, lot 21p5444, quantity 1). This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 36mm-sterile. This is report 4 of 4 for (B)(4).